Event description:
Customer complaint - limited data available. Customer stated that they were receiving extremely inaccurate reading on their caretouch blood glucose monitor kit.

Event description:
Customer complaint - limited data available. I would like a refund for my care touch glucose monitor purchased in february. My readings were all extremely accurate and off by 30-45 points. I ended up having to purchase 2 other well know monitors which proved just how off my results were. My doctor suggested to return the care touch one as it was so inaccurate.